Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were brought to the hospital because they fell unconscious from a hypoglycemic event in which the values between the cgm and bg meter were inaccurate. Event details were not provided. No additional patient information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined.